Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -10.5/+2.5/166 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a lens of the same length and implanted horizontally due to low vault. The problem was resolved. Cause of event reported as unknown.